Manufacturer narrative:
(B)(4).

Event description:
It was reported that some oversensing was seen on the atrial channel. The patient was asymptomatic. No changes were made and the lead will remain implanted. The patient condition was fine.

Event description:
New information notes that the patient returned for a routine follow-up, where noise was reproducible with isometrics. A max sensitivity was previously set and this was not changed as only one a noise episode was detected and patient has history of af/afl. No further information was provided.